Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy dialysate, severe fever and abdominal pain. The cause of peritonitis, treatment, hospitalization were not reported. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.